Event description:
The complaint is reported as: "the luer-hub (white head) had falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The actual product was not returned; however, the customer provided a photo for evaluation. The complaint of an extension line/luer hub separation was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-hub (white head) had falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.